Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that guide gets stuck in the probe when it has been inserted. This makes it difficult to establish the location that it should have been, since when it is removed, the probe also comes out.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A sample analysis could not be performed because no photo or sample was available for evaluation. The complaint will be reopened if a sample is received. The reported issue could not be confirmed. Based on the analysis, the observed occurrence is below the range of the expected occurrence; therefore, no further action is required at this time. This complaint will be used for tracking and trending purposes.